Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert with rewind anomaly and insulin pump was not working. The blood glucose was 100 mg/dl at the time of the incident. The drive support cap is protruded. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Device passed the displacement test. Unable to confirm compromised force sensor system alarm or perform the prime test, occlusion test and no delivery test due to motor error alarm.